Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. (B)(4).

Event description:
It was reported that the vns patient had presented voice alteration and dyspnea which debuted one day after the implant. The stimulation had not been enabled yet when the side effects occurred. The patient underwent speech therapy. The patient was referred to an otolaryngologist. Further information was received indicating that the patient had presented also dysphagia and left vocal cord paralysis. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Attempts to obtain further information were unsuccessful to date.